Manufacturer narrative:
The reported event of sensing noise was confirmed. Final analysis found that as received, only the distal portion of the lead was returned in one piece measuring 36.9 cm. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors at the cut end of the partial lead consistent with procedural damage. Visual inspection found an external insulation abrasion exposing the outer coil caused by friction to another implanted device or feature of the patient anatomy was noted at 4.6 cm to 4.9 cm from the distal tip. The outer insulation was noted separated at the 4.9 cm zone consistent with procedural damaged. The cause of sensing noise was due to the exposure of the outer coil at the abrasion zone.

Event description:
It was reported that the patient presented in clinic for generator exchange procedure. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.